Manufacturer narrative:
H10: five (5) actual devices were received for evaluation. A visual inspection was performed on the returned samples and revealed that two returned samples were missing the drip chamber and the tubing to the chamber of two samples was incorrectly assembled (the tube was not inserted over the chamber pipe). Visual inspection did not identify any abnormalities that could have contributed to the reported condition for one of the returned samples. Functional testing was performed, and fluid flow was observed with no issues for the sample. The reported condition was verified for 4 returned samples; however, was not verified in one returned sample. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual devices were not available; however, photographs were provided for evaluation. A visual inspection of the photographs noted the disconnection between the tube and the drip chamber. The reported condition was verified. The cause of the condition could not be determined, however, a possible cause is an improper solvent bonding between the tube and drip chamber during the automated manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and drip chamber of seven (7) solution administration sets. The separation issues were identified out of the packaging prior to patient use. There was no patient involvement. No additional information is available.